Manufacturer narrative:
Initial.

Event description:
It was reported that a user attempting to start a freestyle libre 3 plus sensor with the ilet system received a message that the sensor had been started on another device, which led the ilet to operate in bg run mode while glucose remained stable and the user provided manual fingerstick entries. No adverse clinical symptoms reported. Outcomes included temporary reliance on manual blood glucose entries and transfer to the sensor manufacturer¿s support for resolution. User support included troubleshooting and user education, verification of app and device pairing, and confirmation that the sensor session was associated with another device. Investigation of this case revealed that the sensor was already active on a different device, preventing direct integration with the ilet and resulting in expected bg run behavior until the integration path could be restored. It was concluded, based on previously established findings for similar reports, that the cause was user setup and pairing configuration error.